Event description:
The customer reported that the mask would not stay during vascular acquisition. Masking is a cine function that allows coverage of unwanted anatomy in order to improve vasculature display. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.